Event description:
The manufacturer received information alleging visualization of particles in the dreamstation go auto device's air path. There was no reported patient death or serious injury, however, the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
This report is being submitted to provide additional information and the product UDI. It was previously reported that the manufacturer received information alleging visualization of particles in the dreamstation go auto device's air path. Good faith effort was received on 04-jul-2025, and the customer confirmed that no particles were ever observed in the old units. No patient harm or medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information and the product UDI. It was previously reported that the manufacturer received information alleging visualization of particles in the dreamstation go auto device's air path. Good faith effort was received on 04-jul-2025, and the customer confirmed that no particles were ever observed in the old units. No patient harm or medical intervention was reported. The device has not yet been returned to the manufacturer for evaluation. Should additional relevant information become available, a supplemental report will be submitted.